Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the left bundle branch area pacing (lbap) lead had dislodged while removing the exchange sheath and the suture sleeve was found entrapped at the clavicle/first rib location. The physician elected the replace the lbap lead while the dislodged lbap lead was repositioned as a right atrial lead. The patient was in stable condition throughout.